Event description:
It was reported that the patient was experiencing no stimulation sensation. Event date was about a week ago. The patient was experiencing a loss of therapeutic effect. When the patient tinkles she doesn't finish, there is not a lot of pressure. There was no known accident or incident related to this complaint. Symptoms reported had gradual onset. Event date was a couple weeks ago. Stim on, program 4 at 1.3v. Increased to 1.5v. Patient feels stim comfortable. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0qcay, implanted: (B)(6) 2014, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).